Event description:
It was reported, two weeks following the implant surgery, impedance readings ranged from 14,000 to 33,862. Electrodes 8, 9, 12, 13, 14 were all running high. The lead was directly connected to the device. The pt was unable to get stimulation and additionally lost stimulation on electrodes 10 and 15 that were programmed during troubleshooting. Reprogramming was done changing negative and positive electrodes, but still no sensation was felt at 10.5 volts. The pt has a revision. The hcp unscrewed the battery, took the leads out and then put them all back in. All impedance readings were fine after that.

Manufacturer narrative:
(B) (4).